Event description:
It was reported that during an intervention with the xience skypoint stent system, during stent deployment, the stent moved more proximally in the vessel than intended. However, it did not move outside the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant: estimated. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported malposition. There is no indication of a product quality issue with respect to manufacture, design or labeling.